Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the inuslin pump alarmed failed battery test. Customer cannot recall blood glucose reading. Troubleshoot was performed partially. Customer also had reset alarm. Customer will call back to finsh the troubleshooting. Insulin pump will not be returning.